Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the insulin pump stopped delivering insulin overnight, and the user found the cartridge nearly empty upon waking, disconnected from the device, and administered 15 units of rapid-acting insulin by pen due to high blood glucose, after which they elected to discontinue use and remain on multiple daily injections. Symptoms included vomiting and diarrhea with hyperglycemia. Outcomes included the user reverting to an alternative therapy and declining further use of the device. Investigation included user interview and troubleshooting and education attempts. Investigation of this case revealed an out-of-drug condition resulting in loss of insulin delivery, with no additional device data available to further characterize a component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was attributed to use-related or supply depletion factors without confirmation of a device malfunction.